Manufacturer narrative:
Philips service replaced the mpdu fuse, reconnected the sbc board, and reinstalled the ghost image. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system experienced hangup and boot-up issues due to mpdu fuse failure on a allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.